Event description:
The manufacturer received information alleging an issue related to a bi-pap device's sound abatement foam. The patient alleged seeing particles in the device. The patient alleged teeth are coming a part and heart makes her feel weak. The patient also alleged lightheaded, asthma, using inhaler for it. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 13, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged an issue related to a bi-pap device's sound abatement foam. The patient alleged seeing particles in the device. The patient alleged teeth are coming a part and heart makes her feel weak. The patient also alleged lightheaded, asthma, using inhaler for it. Additional information was received about the allegation of difficulty breathing and throat irritation. The patient received albuterol treatment to breath better. There was no report of serious patient harm or injury. Section e1 and h6 health effects: clinical codes has been updated in this report.